Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: "material sensitivity reactions," ¿early or late postoperative, infection, and allergic reaction.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07938 & -07939).

Manufacturer narrative:
Evaluation of the returned device found evidence of subluxation of the joint, scratching of the bearing surfaces and taper fretting. One of the anti-rotation fins on the backside of the cup had fractured. However, it could not be determined whether this fracture occurred before or during removal surgery.

Event description:
It was reported that the patient underwent a total hip arthroplasty (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to metallosis and adverse reaction to metal debris (armd). Review of invoice history could not confirm the initial implant date. Invoice history for the revision procedure could not be reviewed due to limited information provided.